Event description:
The facility returned the device for service. During service testing, the technician discovered a cracked door assembly. No patient injury or medical intervention has been reported.